Manufacturer narrative:
B4. Date of this report: on 21 january 2025. G3. Date received by the manufacturer? On 21 january 2025. H6. Medical device problem code (a) corrected to 1516.

Manufacturer narrative:
The glucose suspend alert was first presented to the user on (B)(6) 2024, the day after insertion.the RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.a review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channels.the potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 17 february 2025. D9 device available for evaluation? Yes on 31 dec 2024. G3.date received by the manufacturer? 17 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On 20 nov 2024, senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.